Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion test, excessive no delivery alarm test and motor tests. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump alarmed with a motor error halfway through the reservoir, while he was sitting in a truck. The customer stated the device was not exposed to a strong magnetic field and he was not using the sensor feature. Customer was able to rewind the device completely. At the time of this report, the customer stated his blood glucose was between 400 to 499 mg/dl and was over 600 mg/dl the previous day. He treated with shots. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.